Manufacturer narrative:
Calibration signals and quality control recovery were within expectations. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found that the instrument had an accumulation of dust on the surface. The investigation did not identify a product issue. The issue is consistent with contamination due to dust on the instrument.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys estradiol iii on a cobas 8000 e 602 module. No questionable results were reported outside of the laboratory. The first sample initially resulted in an estradiol value of 1019 pg/ml and it repeated as 130.3 pg/ml. The sample was repeated five additional times on (B)(6) 2023, resulting in values of 132.5 pg/ml, 151.2 pg/ml, 133.7 pg/ml, 133.0 pg/ml, and 132.3 pg/ml. The second sample initially resulted in an estradiol value of 159.5 pg/ml and it repeated as 73.35 pg/ml. The sample was repeated five additional times on (B)(6) 2023, resulting in values of 14.81 pg/ml, 12.05 pg/ml, 25.85 pg/ml, 12.92 pg/ml, and 8.27 pg/ml.